Event description:
Reporter alleged was experiencing hypoglycemic symptoms at 6:00 pm and when performing a blood glucose test obtained a reading of 28 mg/dl on advantage system. Reporter when looking at the meter display at 6:12 pm, the result was 82 mg/dl and stated she was not looking at the meter upside down at the time. Reporter indicated she was able to self treat with orange juice and no other actions were taken or treatment was reportedly received. It was stated the result of 28 mg/dl could not be located in the system memory. A request was made for the return of the suspect device, and replacement product was sent.